Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine rupture ("ripped uterus"), nephrolithiasis ("kidney stone"), sepsis ("white blood vessel infection"), neuralgia ("back surgery due to nerve pain") and pain ("physical pain") in a (B)(6) female patient who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2005 and (B)(6) 2009), cholecystectomy on (B)(6) 2017, appendicectomy on (B)(6) 2017, carpal tunnel syndrome on (B)(6) 2016, sleep apnea and diabetes. There is no nausea, vomiting, diarrhea, constipation, cough,fever. Denies any history of trauma. No vomiting or diarrhea. No hematuria. Concurrent conditions included paresthesia, low back pain, smoker, shortness of breath, dyspnea, muscle weakness, neck pain, tremor, paraesthesia, bloating, dyslipidemia, hypokalemia, leukocytosis, hyperlipidemia, drug hypersensitivity, penicillin allergy, nephrolithiasis, renal calculi, dysphagia and hemorrhoids. Family history included hypertension. Concomitant products included acetylsalicylic acid (aspirin (e.c.)), atorvastatin, baclofen since (B)(6) 2017, beclometasone dipropionate (qvar) since (B)(6) 2015, budesonide w/formoterol fumarate (symbicort) since (B)(6) 2016, buspirone since (B)(6) 2016, cyclobenzaprine since (B)(6) 2013, gabapentin since (B)(6) 2013, naproxen, omeprazole since (B)(6) 2015, oxybutynin since (B)(6) 2017, panadeine co (tylenol #3), sertraline and venlafaxine since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient started ventolin at an unspecified dose and frequency. In (B)(6) 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced uterine rupture (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain. In 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced night sweats ("night sweats"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia / inability to have intercourse") and dyspareunia ("dyspareunia (painful sexual intercourse ) / painful intercourse/excruciatingly severe and persistent pain during intercourse"). In (B)(6) 2017, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant), neuralgia (seriousness criterion medically significant), pain (seriousness criterion medically significant), vaginal haemorrhage ("(abnormal bleeding) vaginal bleeding"), menorrhagia ("(abnormal bleeding) menorrhagia"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea / menstrual cycles with much cramping"), gastritis ("gastritis"), menopause ("menopause"), mood swings ("mood swing"), urinary tract infection ("uti"), headache ("headaches"), panic attack ("panic attack"), anxiety ("anxiety"), ovarian cyst ("ovarian cyst"), visual impairment ("vision problems"), weight increased ("weight gain"), weight decreased ("weight loss"), biliary cyst ("cyst on gallbladder"), urinary incontinence ("urinary incontinence"), pain in extremity ("extremely severe and persistent pain and stabbing in back in legs and stabbing in back in feet"), myalgia ("muscle pain"), chest pain ("chest pain"), peripheral nerve operation ("back surgery due to nerve pain") and allergy to metals ("allergic or hypersensitivity reaction") with rash. The patient was treated with surgery (full hysterectomy and removal of the fallopian tubes) and surgery (back surgery). Essure was removed on (B)(6) 2014. At the time of the report, the uterine rupture, nephrolithiasis, sepsis, neuralgia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, menopause, mood swings, urinary tract infection, migraine, headache, nausea, panic attack, depression, anxiety, ovarian cyst, vaginal discharge, visual impairment, weight increased, weight decreased, biliary cyst, urinary incontinence, night sweats, pain in extremity, myalgia, chest pain and peripheral nerve operation had not resolved, the pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, biliary cyst, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastritis, headache, menopause, menorrhagia, migraine, mood swings, myalgia, nausea, nephrolithiasis, neuralgia, night sweats, ovarian cyst, pain, pain in extremity, panic attack, peripheral nerve operation, sepsis, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine rupture, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she tolerated the procedure very well. Diagnostic results: ultrasound shows her uterus is enlarged. On (B)(6) 2016 patient had CT abdomen pelvis resulted in mildly heterogeneous echotexture of the liver suggests hepatic parenchymal disease such as steatosis. Otherwise unremarkable abdominal ultrasound. On (B)(6) 2017 patient had abdomen/pelvis w/o contrast resulted in nonobstructive left nephrolithiasis with a 2 mm nonobstructing stone in the upper pole. On (B)(6) 20174 patient had transabdominal pelvic sonogram resulted in hysterectomy and normal ovaries concerning the injuries reported in this case, the following one/ones were reported via medical record: chest pain,kidney stones , abdominal pain ,anxiety, pelvic pain, menorrhagia,neck pain, rash most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs &mr-case became incident in follow up, lot number received, reporter added, patient historical and concomitant condition added, lab data dded, events added as follows:- uterine perforation, vaginal haemorrhage, menorrhagia,rash,female sexual dysfunction,bladder disorder, dysuria,tooth disorder, dysmenorrhea,dyspareunia, gastritis, menopause, mood swing,urinary tract infection,vasculities,migraines, headaches , nausea, panic attack, depression, anxiety, ovarian cyst, nerve pain, vaginal discharge, vision problems, weight loss, weight gain ,cyst on gallbladder, kidney stone, urinary incontinence, abdominal pain, pelvic pain, pain in extremity, chest pain, muscle pain, back pain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine rupture ("ripped uterus"), nephrolithiasis ("kidney stone"), lymphangitis ("white blood vessel infection"), neuralgia ("back surgery due to nerve pain"), spinal operation ("back surgery due to nerve pain") and pain ("physical pain") in a 47-year-old female patient who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2005 and (B)(6) 2009), cholecystectomy on (B)(6) 2017, appendicectomy on (B)(6) 2017, carpal tunnel syndrome on (B)(6) 2016, sleep apnea and diabetes. There is no nausea, vomiting, diarrhea, constipation, cough, fever. Denies any history of trauma. No vomiting or diarrhea. No hematuria. Concurrent conditions included paresthesia, low back pain, smoker, shortness of breath, dyspnea, muscle weakness, neck pain, tremor, paraesthesia, bloating, dyslipidemia, hypokalemia, leukocytosis, hyperlipidemia, drug hypersensitivity, penicillin allergy, nephrolithiasis, renal calculi, dysphagia and hemorrhoids. Family history included hypertension. Concomitant products included acetylsalicylic acid (aspirin (e.c.)), atorvastatin, baclofen since (B)(6) 2017, beclometasone dipropionate (qvar) since (B)(6) 2015, budesonide w/formoterol fumarate (symbicort) since (B)(6) 2016, buspirone since (B)(6) 2016, cyclobenzaprine since (B)(6) 2013, gabapentin since (B)(6) 2013, naproxen, omeprazole since (B)(6) 2015, oxybutynin since (B)(6) 2017, panadeine co (tylenol #3), sertraline and venlafaxine since (B)(6) 2014. On an unknown date, the patient started ventolin at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced uterine rupture (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain. In 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced night sweats ("night sweats"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia / inability to have intercourse") and dyspareunia ("dyspareunia (painful sexual intercourse ) / painful intercourse/excruciatingly severe and persistent pain during intercourse"). In (B)(6) 2017, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced lymphangitis (seriousness criterion medically significant), neuralgia (seriousness criterion medically significant), spinal operation (seriousness criterion medically significant), pain (seriousness criterion medically significant), vaginal haemorrhage ("(abnormal bleeding) vaginal bleeding"), menorrhagia ("(abnormal bleeding) menorrhagia"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea / menstrual cycles with much cramping"), gastritis ("gastritis"), menopause ("menopause"), mood swings ("mood swing"), urinary tract infection ("uti"), headache ("headaches"), panic attack ("panic attack"), anxiety ("anxiety"), ovarian cyst ("ovarian cyst"), visual impairment ("vision problems"), weight increased ("weight gain"), weight decreased ("weight loss"), biliary cyst ("cyst on gallbladder"), urinary incontinence ("urinary incontinence"), pain in extremity ("extremely severe and persistent pain and stabbing in back in legs and stabbing in back in feet"), myalgia ("muscle pain"), chest pain ("chest pain") and allergy to metals ("allergic or hypersensitivity reaction") with rash. The patient was treated with surgery (full hysterectomy and removal of the fallopian tubes), surgery (back surgery) and surgery (back surgery). Essure was removed on (B)(6) 2014. At the time of the report, the uterine rupture, nephrolithiasis, lymphangitis, neuralgia, spinal operation, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, menopause, mood swings, urinary tract infection, migraine, headache, nausea, panic attack, depression, anxiety, ovarian cyst, vaginal discharge, visual impairment, weight increased, weight decreased, biliary cyst, urinary incontinence, night sweats, pain in extremity, myalgia and chest pain had not resolved, the pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered allergy to metals, anxiety, biliary cyst, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastritis, headache, lymphangitis, menopause, menorrhagia, migraine, mood swings, myalgia, nausea, nephrolithiasis, neuralgia, night sweats, ovarian cyst, pain, pain in extremity, panic attack, spinal operation, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine rupture, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she tolerated the procedure very well. Diagnostic results: ultrasound shows her uterus is enlarged. On (B)(6) 2016 patient had CT abdomen pelvis resulted in mildly heterogeneous echotexture of the liver suggests hepatic parenchymal disease such as steatosis. Otherwise unremarkable abdominal ultrasound. On (B)(6) 2017 patient had abdomen/pelvis w/o contrast resulted in nonobstructive left nephrolithiasis with a 2 mm nonobstructing stone in the upper pole. On (B)(6) 2017 patient had transabdominal pelvic sonogram resulted in hysterectomy and normal ovaries. Concerning the injuries reported in this case, the following one/ones were reported via medical record: chest pain,kidney stones , abdominal pain ,anxiety, pelvic pain, menorrhagia,neck pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine rupture ("ripped uterus"), nephrolithiasis ("kidney stone"), lymphangitis ("white blood vessel infection"), neuralgia ("back surgery due to nerve pain"), spinal operation ("back surgery due to nerve pain") and pain ("physical pain") in a (B)(6) year-old female patient who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2005 and (B)(6) 2009), cholecystectomy on (B)(6) 2017, appendicectomy on (B)(6) 2017, carpal tunnel syndrome on (B)(6) 2016, sleep apnea and diabetes. There is no nausea, vomiting, diarrhea, constipation, cough,fever. Denies any history of trauma. No vomiting or diarrhea. No hematuria. Concurrent conditions included paresthesia, low back pain, smoker, shortness of breath, dyspnea, muscle weakness, neck pain, tremor, paraesthesia, bloating, dyslipidemia, hypokalemia, leukocytosis, hyperlipidemia, drug hypersensitivity, penicillin allergy, nephrolithiasis, renal calculi, dysphagia and hemorrhoids. Family history included hypertension. Concomitant products included acetylsalicylic acid (aspirin (e.c.)), atorvastatin, baclofen since (B)(6) 2017, beclometasone dipropionate (qvar) since (B)(6) 2015, budesonide w/formoterol fumarate (symbicort) since (B)(6) 2016, buspirone since (B)(6) 2016, cyclobenzaprine since (B)(6) 2013, gabapentin since (B)(6) 2013, naproxen, omeprazole since (B)(6) 2015, oxybutynin since (B)(6) 2017, panadeine co (tylenol #3), sertraline and venlafaxine since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient started ventolin at an unspecified dose and frequency. In (B)(6) 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced uterine rupture (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain. In 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced night sweats ("night sweats"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia / inability to have intercourse") and dyspareunia ("dyspareunia (painful sexual intercourse ) / painful intercourse/excruciatingly severe and persistent pain during intercourse"). In (B)(6) 2017, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced lymphangitis (seriousness criterion medically significant), neuralgia (seriousness criterion medically significant), spinal operation (seriousness criterion medically significant), pain (seriousness criterion medically significant), vaginal haemorrhage ("(abnormal bleeding) vaginal bleeding"), menorrhagia ("(abnormal bleeding) menorrhagia"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea / menstrual cycles with much cramping"), gastritis ("gastritis"), menopause ("menopause"), mood swings ("mood swing"), urinary tract infection ("uti"), headache ("headaches"), panic attack ("panic attack"), anxiety ("anxiety"), ovarian cyst ("ovarian cyst"), visual impairment ("vision problems"), weight increased ("weight gain"), weight decreased ("weight loss"), biliary cyst ("cyst on gallbladder"), urinary incontinence ("urinary incontinence"), pain in extremity ("extremely severe and persistent pain and stabbing in back in legs and stabbing in back in feet"), myalgia ("muscle pain"), chest pain ("chest pain"), spinal operation ("back surgery due to nerve pain") and allergy to metals ("allergic or hypersensitivity reaction") with rash. The patient was treated with surgery (full hysterectomy and removal of the fallopian tubes) and surgery (back surgery). Essure was removed on (B)(6) 2014. At the time of the report, the uterine rupture, nephrolithiasis, lymphangitis, neuralgia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, menopause, mood swings, urinary tract infection, migraine, headache, nausea, panic attack, depression, anxiety, ovarian cyst, vaginal discharge, visual impairment, weight increased, weight decreased, biliary cyst, urinary incontinence, night sweats, pain in extremity, myalgia, chest pain and spinal operation had not resolved, the pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, biliary cyst, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastritis, headache, menopause, menorrhagia, migraine, mood swings, myalgia, nausea, nephrolithiasis, neuralgia, night sweats, ovarian cyst, pain, pain in extremity, panic attack, spinal operation, lymphangitis, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine rupture, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she tolerated the procedure very well. Diagnostic results: ultrasound shows her uterus is enlarged. On (B)(6) 2016 patient had CT abdomen pelvis resulted in mildly heterogeneous echotexture of the liver suggests hepatic parenchymal disease such as steatosis. Otherwise unremarkable abdominal ultrasound. On (B)(6) 2017 patient had abdomen/pelvis w/o contrast resulted in nonobstructive left nephrolithiasis with a 2 mm nonobstructing stone in the upper pole. On (B)(6) 20174 patient had transabdominal pelvic sonogram resulted in hysterectomy and normal ovaries concerning the injuries reported in this case, the following one/ones were reported via medical record: chest pain,kidney stones , abdominal pain ,anxiety, pelvic pain, menorrhagia,neck pain, rash most recent follow-up information incorporated above includes: on 26-feb-2018: following company internal coding review, the previous reported event "white blood vessel infection" was recoded to the meddra llt: lymphangitis. Also, the previous reported event "back surgery due to nerve pain" was recoded to the meddra llt: spinal operation, upgraded to serious. Narrative amended. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine rupture ("ripped uterus"), nephrolithiasis ("kidney stone"), lymphangitis ("white blood vessel infection"), neuralgia ("back surgery due to nerve pain"), spinal operation ("back surgery due to nerve pain") and pain ("physical pain") in a 47-year-old female patient who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2005 and (B)(6) 2009), cholecystectomy on (B)(6) 2017, appendicectomy on (B)(6) 2017, carpal tunnel syndrome on (B)(6) 2016, sleep apnea and diabetes. There is no nausea, vomiting, diarrhea, constipation, cough,fever. Denies any history of trauma. No vomiting or diarrhea. No hematuria. Concurrent conditions included paresthesia, low back pain, smoker, shortness of breath, dyspnea, muscle weakness, neck pain, tremor, paraesthesia, bloating, dyslipidemia, hypokalemia, leukocytosis, hyperlipidemia, drug hypersensitivity, penicillin allergy, nephrolithiasis, renal calculi, dysphagia and hemorrhoids. Family history included hypertension. Concomitant products included acetylsalicylic acid (aspirin (e.c.)), atorvastatin, baclofen since (B)(6) 2017, beclometasone dipropionate (qvar) since (B)(6) 2015, budesonide w/formoterol fumarate (symbicort) since (B)(6) 2016, buspirone since (B)(6) 2016, cyclobenzaprine since (B)(6) 2013, gabapentin since (B)(6) 2013, naproxen, omeprazole since (B)(6) 2015, oxybutynin since (B)(6) 2017, panadeine co (tylenol #3), sertraline and venlafaxine since (B)(6) 2014. On an unknown date, the patient started ventolin at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, 4 years 1 month after insertion of essure, the patient experienced uterine rupture (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain. In 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced night sweats ("night sweats"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia / inability to have intercourse") and dyspareunia ("dyspareunia (painful sexual intercourse ) / painful intercourse/excruciatingly severe and persistent pain during intercourse"). In (B)(6) 2017, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced lymphangitis (seriousness criterion medically significant), neuralgia (seriousness criterion medically significant), spinal operation (seriousness criterion medically significant), pain (seriousness criterion medically significant), vaginal haemorrhage ("(abnormal bleeding) vaginal bleeding"), menorrhagia ("(abnormal bleeding) menorrhagia"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea / menstrual cycles with much cramping"), gastritis ("gastritis"), menopause ("menopause"), mood swings ("mood swing"), urinary tract infection ("uti"), headache ("headaches"), panic attack ("panic attack"), anxiety ("anxiety"), ovarian cyst ("ovarian cyst"), visual impairment ("vision problems"), weight increased ("weight gain"), weight decreased ("weight loss"), biliary cyst ("cyst on gallbladder"), urinary incontinence ("urinary incontinence"), pain in extremity ("extremely severe and persistent pain and stabbing in legs and stabbing in back in feet"), myalgia ("muscle pain/ severe and persistent muscle pain"), chest pain ("chest pain/ severe and persistent chest pain"), allergy to metals ("allergic or hypersensitivity reaction") with rash and back pain ("severe and persistent pain and stabbing in back"). The patient was treated with surgery (full hysterectomy and removal of the fallopian tubes), surgery (back surgery) and surgery (back surgery). Essure was removed on (B)(6) 2014. At the time of the report, the uterine rupture, nephrolithiasis, lymphangitis, neuralgia, spinal operation, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, menopause, mood swings, urinary tract infection, migraine, headache, nausea, panic attack, depression, anxiety, ovarian cyst, vaginal discharge, visual impairment, weight increased, weight decreased, biliary cyst, urinary incontinence, night sweats, pain in extremity, myalgia and chest pain had not resolved, the pain and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered allergy to metals, anxiety, back pain, biliary cyst, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastritis, headache, lymphangitis, menopause, menorrhagia, migraine, mood swings, myalgia, nausea, nephrolithiasis, neuralgia, night sweats, ovarian cyst, pain, pain in extremity, panic attack, spinal operation, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine rupture, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she tolerated the procedure very well. The bleeding and rash got better after the hysterectomy other than that all of patient's issues were still the same. The rash even came back after a time. Diagnostic results: ultrasound shows her uterus is enlarged. On (B)(6) 2016 patient had CT abdomen pelvis resulted in mildly heterogeneous echotexture of the liver suggests hepatic parenchymal disease such as steatosis. Otherwise unremarkable abdominal ultrasound. On (B)(6) 2017 patient had abdomen/pelvis w/o contrast resulted in nonobstructive left nephrolithiasis with a 2 mm nonobstructing stone in the upper pole. On (B)(6) 2017 patient had transabdominal pelvic sonogram resulted in hysterectomy and normal ovaries concerning the injuries reported in this case, the following one/ones were reported via medical record: chest pain,kidney stones , abdominal pain ,anxiety, pelvic pain, menorrhagia,neck pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Event back pain was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.